Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the IV set disconnected from the patient's port. The patient's mother reconnected the set and informed the clinician. The medical team was notified and the set was removed from the patient's port, blood cultures were drawn and the port was deaccessed and reaccessed. There was no report of patient harm.